Event description:
(B)(4). Customer concern: pt reporting xmtr charger will stay on solid green light. Shipped xmtr kit and 1 sensor via up8/release with leadership approval as pt will be travelling on (B)(6) 2022 dop114-980doc: transmitter charging is customer calling back to report initial troubleshooting was unsuccessful?: no advise customer to remove battery from charger and check the battery spring on charger to determine if it is damaged. Is charger battery spring damaged?: no are charger connector pins damaged?: no document led behavior: green led light on charger is green led light flashing or continuously solid?: solid does green led light remain continuously solid for about 15-20 seconds and then turn off?: no does the customer have a 2nd charger available?: no document date when transmitter was last successfully charged: (B)(4) 2022 advise customer the serialized device will need to be replaced: yes instruct customer to discontinue use of the serialized device: yes will the serialized device be replaced?: yes inform customer about product replacement policy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer reports; transmitter not holding charge and stay on solid green light. Unit received, place unit under microscope and found moisture damage / contamination at connector pins. In conclusion, the customer complaint of charging and led anomalies could not be confirmed. Due to contamination at the connector pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.